Manufacturer narrative:
Correction: b5, h6 (device codes).

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy placement procedure on (B)(6) 2022. Post procedure, the nurse reported the peg tube came out of the patient. The internal bolster appeared to have detached. A 20french foley catheter was secured in place. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable. Additional information received on october 25, 2022: as per bsc investigation team, the device that was returned is non-bsc balloon device (avanos).

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy placement procedure on (B)(6) 2022. Post procedure, the nurse reported the peg tube came out of the patient. The internal bolster appeared to have detached. A 20french foley catheter was secured in place. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable.

Manufacturer narrative:
Device code (B)(4).